Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that a msct custom tracheostomy tube develope a leak while in use on a pt. The caller reported that on 03/25 the pt's ventilator was alarming and volume pressure was decreasing. The caller reported that a leak was discovered in the pilot balloon of the tube. The tube was replaced without incident.